Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 1.2 mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food juice and sandwich and food. Based on customer reported customer did not allege insulin pump was over delivering. The device will not be returned for analysis.